Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was noticed that air was leaking from the cuff during use, and the tracheal tube was replaced. Reintubation was required to the patient.